Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of the event.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had hurt their back four weeks ago. They did not know what it was and they wanted to see what happened in their back. The patient was going in for a scan today and wanted to know if they could have a CT scan or MRI done. Guidelines were reviewed for both procedures. It was reported that these procedures were unknown whether they were due to a problem with the patient¿s device or therapy. It was reported that the event occurred in 2017 about four weeks ago, probably in the first part of june. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) on 2017-jul-24. It was reported that the patient¿s ins was overdischarged and would not communicate with the recharger or patient programmer. The patient was seen by the hcp last (B)(6) ((B)(6) 2017) and the ins was not communicating then so the patient was advised to charge over the weekend, which the patient claimed to have done. However, the ins was still not responding. The patient stated they last used stimulation about 1 to 1.5 weeks ago. Additional information was received from a manufacturer representative (rep). It was reported that they were trying to recover the ins from overdischarge. The rep stated when they looked at the patient¿s equipment, the metal piece on the connector pin had a black piece in there that floated. The rep stated they could not plug the connector pin in with the arrows matching up. They stated the patient may have been forcing it into the recharger. The rep used their spare connector pin and the recharger was able to charge the ins. They believed the connector pin was the issue. The rep stated the patient said it had been like that since they got it. A replacement desktop charger was sent. No further complications were reported/expected. Additional information was received from the patient on 2017-aug-04. It was reported that the battery in the implant went dead. The patient stated the circumstances that led to their hurt back included a damaged charging cord. They stated a new cord was sent and their ins was jump started. They reported their hurt back could not ever be completely resolved. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.